Manufacturer narrative:
Investigation in progress.

Event description:
During procedure using 5 probes, 2 of the probes frosted up the shaft from the skin to the handle. The procedure was continued. The doctor stated that he did not feel intervention was necessary. Case was completed as intended with no injury reported. Complaint 1 of 2.

Manufacturer narrative:
Corrected lot number. Evaluation determined probe came from lot # 19446 not 20494 as originally reported. A bent vacuum sleeve was the cause of the shaft frosting.